Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Information references the main component of the system involved in the reported events; other applicable components are: product ID: neu_unknown_ext, product type: extension .

Event description:
Ziman, n., coleman, r.r., starr, p.a., volz, m., marks, w.j., walker, h.c., guthrie, s.l., ostrem, j.l. Pregnancy in a series of dystonia patients treated with deep brain stimulation: outcomes and management recommendations. Stereotactic and functional neurosurgery. 2016;94(1):60-65. Doi: 10.1159/000444266 summary: medically refractory dystonia affects children and young adults, and deep brain stimulation (dbs) can allow some patients to regain functional independence. Women with dystonia treated with dbs may wish to conceive a child, but there is limited published information on pregnancy and dbs. Reported events: a (B)(6) woman with unilateral left deep brain stimulation (dbs) for hemidystonia experienced a return of dystonia symptoms and an open circuit was discovered due to a complete break in the extension 5 centimeters inferior to the connector. The extension was surgically replaced, at which point the abdominally placed ins was also electively explanted and replaced with a new device placed in the left subclavicular area. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. Follow-up to the article's corresponding author has been requested for additional/missing event information. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.